Event description:
The customer's wife stated that the customer was hospitalized for low blood glucose levels. The wife did not want to troubleshoot. She only wanted to know if she needed to turn off the insulin pump. Advised to leave the battery in and remove the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.